Manufacturer narrative:
There was one malfunction event reported with the scan body component having a connection issue. Product was returned for investigation. Because a valid and confirmed lot number was provided a review of the production records took place. The review did not note any non-conformances. So, the conclusion was determined to have been manufactured to specification. A review of the returned product did not no significant deformation or damage was observed around the scan body. The product passed an ivt test. Hence, concluding the product functioned as designed. The reported issue could not be replicated. (B)(4).

Event description:
This report provides a summary of one (1) malfunction event. A review of the event involved the product having a connection issue of a coping. No patient adverse event was reported. No information regarding patient demographics have been provided.